Event description:
It was reported at implant, the helix would not retract on the ventricular lead. Another lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis revealed that the distal conductor was distorted. It was also noted that the inner tubing was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and sleeve head and there was apparent explant damage. Visual analysis indicated that the helix could not extend/retract due to distal conductor distortion within the connector.